Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. Customer stated that barometric pressures were in range the entire time. During troubleshooting with technical support (ts), the customer was informed that they were misinterpreting the results. During further ts troubleshooting, the customer also reported the machine and proximal pressure was out of range and the issue was confirmed. No part replacement required for the barometric pressure issue. The customer replaced the data acquisition (da) pcba to address the issue of proximal and machine pressure. Customer tested unit and all tests passed. Root cause: the data acquisition pcba was returned for failure investigation (fi) and during testing a pressure accuracy failure was identified. The root cause of the issue was traced back to a defective u7. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that barometric pressure is during preventative maintenance. There was no patient involvement at the time the issue was discovered.